Manufacturer narrative:
(B)(4). The event occurred on an unspecified date (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a dry sponge. This was observed before use when the pouch was opened. The patient did not use the minicap. The sponge was brown in color. There was nothing unusual noted until pouch was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured 07/07/2016 - 07/15/2016. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The presence of iodine was detected on the minicap sample received for evaluation. Production records were reviewed and all povidone iodine weight checks were within the acceptable range. The sample analysis determined that the sample met all specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.